Manufacturer narrative:
The devices were discarded and are not available for analysis. The cause of the infection was not definitively established. Infection that may require hospitalisation with intravenous antibiotic therapy and requires surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A week following the implant of an evoke spinal cord stimulation (scs) system, the patient developed an infection. Antibiotics were prescribed prior to the explant of the scs system.